Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a robotic laparoscopy, when on vascular ligation, the surgeon was unable to squeeze the handle and the device was unable to fire, there was no problem with loading or firing the clamp. The surgery was converted to an open procedure due to the device problem.